Event description:
During a carotid stenting treatment procedure, the carotid wallstent monorail 10.0-24 broke into two parts during the delivery attempt. The physician successfully captured the broken parts by using the guiding catheter and the protection device. A portion of the wallstent was disposed of with the guiding catheter. After successful removal of the fractured device, the physician successfully placed another carotid wallstent. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'okay'.